Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation with rapid ventricular response. Programming changes were recommended.

Manufacturer narrative:
.